Event description:
It was reported that the insulin gauge displayed a different amount than the customer expected, specifically showing 14 units instead of the anticipated 269.8 units. There was no adverse impact to the customer's blood glucose level. Cts educated caller to use room temperature insulin when filling the cartridge. Caller acknowledged and understood. The customer completed steps to remove air from the cartridge and was advised to use room temperature insulin when filling it. The customer decided to load a new cartridge and continue insulin delivery independently, with the option to call back for additional assistance if needed.